Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 480 mg/dl, at the time of incidence. Customer was treated with manual injection. Customer was advised to visit nearest hospital. The insulin pump will no be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event. The customer's does not know about weight information. It was reported that customer was not wearing the insulin pump for 48 hours prior to high blood glucose event.